Event description:
A mayfield swivel horseshoe headrest was involved in a fire during a pt procedure. The event was described as; the pt involved in this event was a (B)(4), male, with a possible hematoma, who was prepared for a craniotomy. He received an alcohol based skin prep and general anesthesia. The mayfield headrest was wrapped in a padding (type of material unk). There were no skull pins or stereotaxy devices used during this procedure. A fire began around the headrest and the pt sustained a 1st and 2nd degree burn as a result of the fire. The pt recovered and the burn healed. The headrest did not sustain any damage as a result of the fire. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.